Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube(s)fallopian tube were perforated') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis on (B)(6) 2017, dvt, pulmonary embolism, rupture of spleen, pregnancy and seasonal allergy. Concurrent conditions included overweight, hernia, shellfish allergy, abdominal adhesions, intestinal adhesions and peritoneal adhesions. Concomitant products included alprazolam (xanax), cyclobenzaprine, hydrocodone bitartrate;paracetamol (vicodin), levothyroxine and loratadine. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("chronic pain"), pain ("pain , pain all over body pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), cystitis noninfective ("bladder or urinary problems or changes chronic bladder inflammation problem") and urinary tract inflammation ("urinary inflammation") and was found to have thyroid hormones decreased ("hormonal changes describe: thyroid hormone off"). In (B)(6) 2004, the patient experienced vaginal discharge ("vaginal discharge, a lot of vaginal discharge daily"), fatigue ("fatigue"), abnormal weight gain ("weight gain / loss specify which one: weight gain a total 80lbs from essure") and alopecia ("hair loss"). In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) terrible cramping in abdomen") and dyspareunia ("dyspareunia (painful sexual intercourse) pain during sex"). In (B)(6) 2004, the patient experienced diplopia ("vision/eye problems type: double vision") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2005, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dental caries ("dental problems teeth started decay") and allergy to metals ("nickel allergy sensitivity to metal, couldn't were any jewelry or clothing with metal"). In (B)(6) 2014, the patient experienced gastrointestinal inflammation ("gastrointestinal or digestive system condition type: chronic intestinal inflammation") and constipation ("constipation"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 14 years 3 months after insertion of essure (ess205). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"), tooth loss ("tooth loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pain, vaginal haemorrhage, urinary tract infection, cystitis, vaginal infection, anxiety, depression, fibromyalgia, cystitis noninfective, urinary tract inflammation, dental caries, allergy to metals, vaginal discharge, diplopia, constipation, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain, thyroid hormones decreased, migraine, dysmenorrhoea, dyspareunia, fatigue, abnormal weight gain, gastrointestinal inflammation, alopecia, tooth loss and headache had resolved and the abdominal pain, menorrhagia and vision blurred was resolving. The reporter considered abdominal pain, abnormal weight gain, allergy to metals, alopecia, anxiety, bladder disorder, constipation, cystitis, cystitis noninfective, dental caries, depression, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal inflammation, headache, menorrhagia, migraine, pain, pelvic pain, thyroid hormones decreased, tooth loss, urinary tract disorder, urinary tract infection, urinary tract inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure (ess205). The reporter commented: current weight 235 lbs. Lbs. Patient received treatment for- dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, bladder problem, ?urinary problem, bladder infection uti< vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: pelvis: there are essure devices within the uterine cornua. On the left, this follows the expected course of the left fallopian tube. On the right, the distal portion of the device extends beyond the uterus, not following the expected course of the right fallopian tube. CT appearance of the ovaries is within normal limits. Urinary bladder: normal. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received- new events : bladder problem, urinary tract problem and headache were added. Outcome of the event pelvic pain, dyspareunia, fatigue, gi condition, migraine, headache and weight gain from unknown to resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ my essure implants is sticking out in my uterus wall') and fallopian tube perforation ('perforation (fallopian tube(s)fallopian tube were perforeted/ my essure implants is sticking out in my uterus wall') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis on (B)(6) 2017, dvt, pulmonary embolism, rupture of spleen, pregnancy and seasonal allergy. Concurrent conditions included overweight, hernia, shellfish allergy, abdominal adhesions, intestinal adhesions and peritoneal adhesions. Concomitant products included alprazolam (xanax), cyclobenzaprine, hydrocodone bitartrate;paracetamol (vicodin), levothyroxine and loratadine. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("chronic pain/ pelvic pain"), pain ("pain , pain all over body pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), cystitis noninfective ("bladder or urinary problems or changes chronic bladder inflammation problem") and urinary tract inflammation ("urinary inflammation") and was found to have thyroid hormones decreased ("hormonal changes describe: thyroid hormone off"). In (B)(6) 2004, the patient experienced vaginal discharge ("vaginal discharge, a lot of vaginal discharge daily"), fatigue ("fatigue"), abnormal weight gain ("weight gain / loss specify which one: weight gain a tottal 80lbs from essure") and alopecia ("hair loss"). In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) terrible crammping in abdomen") and dyspareunia ("dyspareunia (painful sexual intercourse) pain during sex"). In (B)(6) 2004, the patient experienced diplopia ("vision/eye problems type: double vision") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2005, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dental caries ("dental problems teeth started decay") and allergy to metals ("nickel allergy sensitivity to metal, couldn't were any jewery or clothing with metal"). In (B)(6) 2014, the patient experienced gastrointestinal inflammation ("gastrointestinal or digestive system condition type: chronic intestinal inflammation") and constipation ("constipation"). On (B)(6)2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 14 years 3 months after insertion of essure (ess205). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"), tooth loss ("tooth loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), headache ("headache"), libido decreased ("low sex drive"), abdominal discomfort ("upset stomachs"), back pain ("severe lower back pain") and abdominal distension ("bloated/ had essure removed 3 weeks ago and my belly is shrinking"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pain, vaginal haemorrhage, urinary tract infection, cystitis, vaginal infection, anxiety, depression, fibromyalgia, cystitis noninfective, urinary tract inflammation, dental caries, allergy to metals, vaginal discharge, diplopia, constipation, bladder disorder, urinary tract disorder, libido decreased, abdominal discomfort and back pain outcome was unknown, the pelvic pain, thyroid hormones decreased, migraine, dysmenorrhoea, dyspareunia, fatigue, abnormal weight gain, gastrointestinal inflammation, alopecia, tooth loss and headache had resolved and the abdominal pain, menorrhagia, vision blurred and abdominal distension was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, cystitis noninfective, dental caries, depression, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal inflammation, headache, libido decreased, menorrhagia, migraine, pain, pelvic pain, thyroid hormones decreased, tooth loss, urinary tract disorder, urinary tract infection, urinary tract inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure (ess205). The reporter commented: current weight 235 lbs. Lbs. Patient received treatment for- dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, bladder problem, ?urinary problem, bladder infection uti< vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: pelvis: there are essure devices within the uterine cornua. On the left, this follows the expected course of the left fallopian tube. On the right, the distal portion of the device extends beyond the uterus, not following the expected course of the right fallopian tube. CT appearance of the ovaries is within normal limits. Urinary bladder: normal.. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media contents received : patient's aka name added. Events added- libido decreased, abdominal discomfort, back pain, abdominal distension. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube(s) fallopian tube were perforated') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis on (B)(6) 2017, dvt, pulmonary embolism, rupture of spleen, pregnancy and seasonal allergy. Concurrent conditions included overweight, hernia, shellfish allergy, abdominal adhesions, intestinal adhesions and peritoneal adhesions. Concomitant products included alprazolam (xanax), cyclobenzaprine, hydrocodone bitartrate; paracetamol (vicodin), levothyroxine and loratadine. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("chronic pain"), pain ("pain , pain all over body pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), cystitis noninfective ("bladder or urinary problems or changes chronic bladder inflammation problem") and urinary tract inflammation ("urinary inflammation") and was found to have thyroid hormones decreased ("hormonal changes describe: thyroid hormone off"). In (B)(6) 2004, the patient experienced vaginal discharge ("vaginal discharge, a lot of vaginal discharge daily"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain a total 80lbs from essure"). In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) terrible cramping in abdomen") and dyspareunia ("dyspareunia (painful sexual intercourse) pain during sex"). In (B)(6) 2004, the patient experienced diplopia ("vision/eye problems type: double vision") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2005, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dental caries ("dental problems teeth started decay") and allergy to metals ("nickel allergy sensitivity to metal, couldn't were any jewelry or clothing with metal"). In (B)(6) 2014, the patient experienced gastrointestinal inflammation ("gastrointestinal or digestive system condition type: chronic intestinal inflammation") and constipation ("constipation"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and tooth loss ("tooth loss"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, pain, thyroid hormones decreased, vaginal haemorrhage, urinary tract infection, cystitis, vaginal infection, anxiety, depression, fibromyalgia, cystitis noninfective, urinary tract inflammation, migraine, dental caries, allergy to metals, dyspareunia, vaginal discharge, diplopia, fatigue, weight increased, gastrointestinal inflammation and constipation outcome was unknown, the abdominal pain, menorrhagia and vision blurred was resolving and the dysmenorrhoea, alopecia and tooth loss had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, constipation, cystitis, cystitis noninfective, dental caries, depression, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal inflammation, menorrhagia, migraine, pain, pelvic pain, thyroid hormones decreased, tooth loss, urinary tract infection, urinary tract inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on (B)(6) 2017: pelvis: there are essure devices within the uterine cornua. On the left, this follows the expected course of the left fallopian tube. On the right, the distal portion of the device extends beyond the uterus, not following the expected course of the right fallopian tube. CT appearance of the ovaries is within normal limits. Urinary bladder: normal. Hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet: case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: perforation (uterus), perforation (fallopian tube(s)fallopian tube were perforated, hormonal changes describe: thyroid hormone off, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: urinary, bladder, vaginal, psychological or psychiatric problems condition: anxiety, depression, autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes chronic bladder and urinary inflammation problem, migraines / headaches, dental problems teeth started decay, nickel allergy sensitivity to metal, couldn't were any jewelry or clothing with metal, dysmenorrhea (cramping) terrible cramping in abdomen, dyspareunia (painful sexual intercourse) pain during sex, vaginal discharge, a lot of vaginal discharge daily, vision/eye problems type: double vision, blurred vision, fatigue, weight gain, chronic intestinal inflammation, constipation, hair loss, pain all over body pain, abdominal area pain, tooth loss and chronic pain were added. Essure removal date and indication were added. Patients date of birth, height and weight were added. New reporter, medical history, concomitant medication and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.